Event description:
It was reported that the pump charger was being intermittently recognized. There was no mention of any adverse impact on the customer's blood glucose level. The customer declined further follow-up at that time, and additional information could not be obtained.